Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml morphine at 0.24mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had complained of the pump not effectively treating their pain. It was reported that the hcp tried a dye study and was unable to aspirate from the catheter access port. It was reported that the catheter was replaced and they were changing the drug concentration from 5mg/ml to 0.5mg/ml. A modified bridge bolus was programmed. No further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect the date of the event and the patient's age at the date of the event. B5: update to reflect the information received on 2019-apr-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep) on 2019-apr-16. It was reported that the inability to aspirate from the catheter access port (cap) was first noted on (B)(6) 2019. The catheter was discarded and would not be returned. The inability to aspirate from the cap was resolved. No further complications were reported.